Manufacturer narrative:
Technical support performed troubleshooting over to determine the customer reported issue of npi 8100 failing patient side occlusion. Technical support: bottle side pressure sensor: 1. Customer stated the 8100 alarms no set loaded. 2. Walked customer through performing analog sensors test. 3. Bottle pressure sensors found to be bad. 4. Recommended replacing pressure sensor. 5. Customer will move forward with replacing sensors. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support bottle side pressure sensor: 1. Customer stated the 8100 alarms no set loaded. 2. Walked customer through performing analog sensors test. 3. Bottle pressure sensors found to be bad. 4. Recommended replacing pressure sensor. 5. Customer will move forward with replacing sensors. The customer reported problem was not confirmed. H3 other text : no product returned.

Event description:
It was reported that the device failed patient side occlusion during preventive maintenance. It also alarms that no set loaded. The tech recommended replacing the bottle-side pressure sensor. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device failed patient side occlusion during preventive maintenance. It also alarms that no set loaded. The tech recommended replacing the bottle-side pressure sensor. There was no patient involvement.